Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right innominate vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. There were no patient complications reported. The patient status was stable. It was further reported that the target lesion was 60% stenosed, non-tortuous and calcified. The balloon ruptured on the first inflation at 14 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the right innominate vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. There were no patient complications reported. The patient status was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).